Event description:
The patient reportedly experienced lock issues between the implanted device and the external equipment. Troubleshooting was performed at the center. External equipment was exchanged. However, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.